Manufacturer narrative:
Event date: unknown. Additional product codes: mnh and mni. Implant date: (B)(6) 2010. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device has not been explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient presented pain and kyphotic deformity and underwent a revision surgery on (B)(6) 2014 to replace two broken tapered rods. The patient was instrumented from c2-t4 with synapse and the universal spine system (uss) in (B)(6) 2010. On an unknown date, a lateral cervical and upper thoracic spine x-ray was taken. The two tapered rods broke below the c6 screws and the patient presented pain and kyphotic deformity. Another surgeon performed the revision. An anterior cervical decompression fusion (acdf) was performed and then the patient was turned over to have all hardware replaced except for the screws. There was no surgical delay and the procedure was successfully completed. An image reading of the x-rays was conducted by a medical director from this manufacturer on (B)(4) 2014 and reported: this is a lateral cervical and upper thoracic spine x-ray, pedicle or lateral mass screws are present in both cervical and thoracic area. Tapered rods connecting thoracic and cervical spine broke at c6 level the locking screws appear popped out at c3 level. The image is corresponding to what was described in the complaint. This is report 3 of 4 for (B)(4).